Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. The device is returned, and an evaluation completed for it. The reported complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at the time of shipping. The concerned product has not been repaired in the past year. Upon inspection of the device, it was observed, that there was no image yielded by the device. This is attributed, to the failure of the printed circuit board. Other observations for the device: buttons did not function, due to failure of the circuit board, frame glass has cracks, and inner screen has black spots and moldy spots.

Event description:
As reported for this event by the olympus field service engineer, while installing the high definition lcd monitor device at the facility, the device yielded a black screen. There is no patient involvement. After some time, the image was available on the device. The intended procedure was completed with this device without any delay. Subsequently, olympus sent a replacement for this device, and the device was returned.